Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Additionally, insufficient or incorrect reprocessed scope is due to the foreign material cannot be removed even if the correct reprocess is performed due to damage of the device. The event can be detected and prevented by following the instructions for use (IFU) sections: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope(and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera ii ultrasound gastrovideoscope air function was disturbed. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: there was a gap between acoustic lens and ultrasound probe. The acoustic lens peeled.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of air/water tube, water supply volume did not meet the standard value. Due to clogging of air/water tube, no air was fed. In addition to evaluation in b5, due to wear of lock engagement lever, up/down knob could not be locked securely. Due to clogging of air/water tube, the amount of water contact did not meet the standard value. Due to clogging of air/water tube, water removal ability did not meet the standard value. The adhesive around objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.